Event description:
The pt was implanted with a paracorporeal ventricular assist device for acute support. The perfusionist reported that although the backup primary console was able to operate the pump, the flow probe would not measure flow. Other flow probes that were verified to be in working order were used but none would measure flow on this primary console. The pt was switched to another primary console which resolved all issues. No harm to the pt was reported during this event.

Manufacturer narrative:
Usage of the device: the usage of the primary console is not known to the MFR as the device is not labeled for single use. The suspect backup primary console was returned to the MFR for eval. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.